Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip. The insulin pump alarmed no delivery outside of the specification range during the occlusion test due to a loose motor support disk. The insulin pump passed the prime, displacement, basic occlusion and excessive no delivery alarm tests. No motor alarm was noted. A missing o-ring in the reservoir tube lip was noted.

Event description:
The customer's father called to report no delivery alarms during prime attempts. The reported blood glucose reading was 328 mg/dl. The father did not want to troubleshoot and asked to have a replacement insulin pump. Nothing further was reported.